Event description:
The dealer alleges the smart actuator pinched a cable, causing the unit to catch on fire. The battery had allegedly died and the dealer pushed the chair from the showroom floor to the repair center. The dealer charged the batteries and there was allegedly a spark that created smoke and 4-5 inch flames. No injury is alleged.

Manufacturer narrative:
RMA 85957411l has been issued for the return of this device. Model tdxsp - mcg serial number (B)(4) is approximately 1 year old. User manual part number 1143190 rev I (jun-10) was issued with this device. The chair battery had allegedly died and the dealer pushed the chair from the showroom floor to the repair center. The dealer charged the batteries and there was allegedly a spark that created smoke and 4-5 inch flames. The dealer alleges the smart actuator pinched a cable causing the unit to catch on fire. The reason for the pinched cable are unknown. It is unknown if the cable became re-routed by pushing the chair to the repair center or by adjustments made by the consumer.